Event description:
Procedure: gastrectomy. According to the report: the client reports that when the surgeon tried to remove the device from the stomach, the anvil disconnected. The surgeon managed to remove the anvil with an instrument, without conversion into open surgery. The operating time was extended by approximately one hour. There was no report of pt injury or bleeding.

Manufacturer narrative:
Date initial report sent: 11/2/2009.